Manufacturer narrative:
(B) (4). The site has indicated that the incident sample is not available for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted. See scanned pages.

Event description:
The customer reported that during fusion and dissection of the small bowel mesentery and mesenteric vessels, the device failed to properly seal vessels. Suturing was used to close the bleeding vessels. There was no pt injury.